Event description:
Related manufacturer reference number: 2017865-2021-03322. It was reported that the patient presented to the hospital for a device exchange and lead revision procedure on (B)(6) 2022. Upon examination before procedure, it was noted that there was noise on the right atrial (ra) lead. While attempting to preform the ra lead revision procedure, it was observed that there was noise on the right ventricular (rv) lead as well. The physician capped and replaced both ra and rv leads on (B)(6) 2022 in the same procedure. There were no adverse consequences to the patient.